Event description:
The end-user was walking through the living room with the walker when the left handle on it snapped in half at the joint. He fell down and he broke his pelvic bone. The ambulance came and took him to the hospital. He already has rods and screws in his hip. They are waiting to see how he heals before deciding on surgery. Full serial number for device was not provided and the manufacturer for the device is unknown.

Event description:
Manufacturer information now made known.

Event description:
Item number involved with event has been clarified to be fga22200 0000 based on photos provided from customer (showing red rollator - item number originally filed under fga22100 0000, which is a black rollator). Customer states device is from 2010, and she "expects our (rollators) to last longer than it did." Based on this information, supplier has been updated to (B)(4).